Manufacturer narrative:
(B)(4).the device is available for evaluation; however, the device has not yet been received by baxter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A supplemental report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing 60 ml of fluid in the reservoir. Visual examination of the unit showed no evidence of leak at the fill port. A functional leak test was performed and no evidence of leak was detected at the fill port or anywhere on the device. No root cause was identified, as no evidence of product malfunction was observed. No other observations were noted on the unit. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a folfusor lv10 experienced a leak. This occurred while filling the device with sodium chloride. There was no patient involvement reported. Additional information was requested and is not available.